Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Regulatory agency reported "capsular contracture (baker grade unknown) resulting in sharp pains in the breast. The following reported events have been deemed not related to the device: breast implant illness symptoms including: extreme fatigue, joint pain, muscle pain, insomnia, brain fog, temperature, intolerance, sensitivity to smells, hair loss, chronic dry skin, sinus infections, yeast infections, visual disturbances, tinnitus, headaches, decreased libido, w eight gain, chronic dehydration, tight chest, metallic taste in mouth". The device remains implanted. Unknown side.

Event description:
Later it was reported capsular contracture baker grade iii/IV.

Manufacturer narrative:
Additional data : b.5, d.6.